Manufacturer narrative:
H6: correction: applicable fdr code c0210 and addtional code img g0200702. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found console would not boot. Could not determine software version. Fault due to failed ssd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that power of nim vital was down in between of case, it would not shut down through the software. User unplugged it and got the system to power all the way down. User plugged it in and powered on but still it was white screen. Then it boots up with just the word nim vital with a black background. Changed to a couple different outlet restarted the device. Removed battery and restarted the device, by passed power strip and plugged power cord directly from the nim to the wall and restarted the device. The device restarted multiple times but the issue was not resolved. Device was also not making any noise when plugging in the system without battery. There is no patient impact.

Manufacturer narrative:
Continuation of d10: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6),UDI#: (B)(4) and applicable codes are fdm b17, fdr c20, fdc d16 and addtional code img g04035. Product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received: the console nim has software v 1.5.4. Replacement device was used without any issue.